Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure a faradrive steerable sheath clear was selected for use. Air bubbles were constantly drawn back from the sheath during aspiration prior to catheter insertion due to a failed seal in the hemostatic valve. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Device evaluated by manufacturer: the faradrive was returned for analysis. Functional testing was performed. The sheath was leak tested and failed all testing. Dissection of the handle cap revealed that the flush lumen was torn where the adhesive filet bonds the lumen to the valve hub of the sheath, creating a leak path. With all the available information, boston scientific concludes the reported event of air bubbles within the sheath was confirmed.

Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure a faradrive steerable sheath clear was selected for use. Air bubbles were constantly drawn back from the sheath during aspiration prior to catheter insertion due to a failed seal in the hemostatic valve. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.